Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working due to exposed to moisture. The patient¿s blood glucose was 527, 305 and 563 mg/dl at the time of the incidents. The customer was treated with manual injection and insulin pump. Customer declined to troubleshoot for their blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, unexpected restart error test, self test and off no power. Device was monitored and no blank display noted. No moisture damage found inside the insulin pump. Device received with cracked case at display window corner and stained address number label.